Event description:
Employee health coordinator reported that a nurse experienced a rash across the nose and onto cheeks after wearing a kimberly clark tecnol fluidshield fog-free procedure mask. Nurse had experienced a similar rash about 2 months ago and went to a dermatologist. Dermatologist inquired whether nurse wore mask at work. A few days ago, nurse was wearing mask in question. Upon removing mask, nurse realized that rash was again erupting.further details of diagnosis and treatment are not available to me at this time. The nurse wore the mask for approximately five minutes while going into a patient's room. Nurse can not be reached on this date. Follow-up information will be sent when available.the manufacturer has been notified. The representative states that the mask contains an acrylic material.